Manufacturer narrative:
According to the incident description, a flexible drill shaft broke off during use. The product in question was not subjected to an optical examination as it was not sent back by the hospital. However, an intraoperatively taken picture was provided for the investigation. The drill shaft broke at the start of the spiral part (beginning from the head). Further investigation is not possible based on this picture. It is known that the fracture of the drilling shaft occurred during use/intraoperatively. However, there was no health impact on the patient. Another product was used instead when the drill shaft broke to finish the surgery. The manufacturing documents and the material certificates of the flexible drilling shaft could not be checked as no lot number is known. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the drilling shaft broke. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the shaft is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "drill snapped whilst drilling for a screw in the cup." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor the surgery was delayed. Another drill shaft was used instead when the first one broke.